Manufacturer narrative:
The instrument was not returned for analysis. The manufacturing documents have been reviewed for the batch number provided, and were found to be according to specification valid during the time of production. No corrective / preventive action is required. Device not returned.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Evaluation on-going.

Event description:
(B)(6). Sigmoideum resection. Patient normal size and conditions. Operation went as planned, 4 hours following the operation the patient had to be re-operated on due to bleedings from the eliia vessel which had been dissected with caiman.